Manufacturer narrative:
Date of event: unknown. Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 8248609. Our records show that this is the fourth instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. However pervious investigations have determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. To prevent a reoccurrence of this event we have retrained our personnel and optimized our manufacturing process to monitor this issue more thoroughly. Investigation conclusion: bd was not able to duplicate and confirm the failure mode because samples or photos were no received, however, customer reported, ¿after unpacking and connecting, they appear to leak (several times) at the connection of the tap in the system¿, and this failure mode was detected in other customer complaints where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing. Process fmea (B)(4) and eura (B)(4) were reviewed and there are proper controls in place to detect product malfunctions. Root cause description: based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59.

Event description:
It was reported that leakage occurred with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "after unpacking and connecting, they appear to leak (several times) at the connection of the tap in the system. This article is used if the patient is operated with both arms next to the body. Very annoying when sheet gets wet from the moisture and injected medication, which actually belongs to the patient! We have had to deal with this problem before, and we thought that is a production mistake and it must be possible once. But this is now more regular than we want."